Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008088 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code tubing connector detached from infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. To test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional click test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6008088 was manufactured according to the wi version 79 on 10/jul/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4f06385 was manufactured according to the wi version 27 assembled in the quickset line, on 10/jul/2024, with a total of (B)(4) units. The lot 4f06385 was manufactured according to the wi version 27 assembled in the quickset line, on 10/jul/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 15/jul/2025 against malfunction tubing connector detached from infusion set (cannula part/base piece) and lot 6008088 and no other complaints have been registered in database for the same lot 6008088 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(6). Event occurred in poland. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 at site location. Infusion set was used for few hours. The insertion site was the abdomen. No further information available.